Manufacturer narrative:
(B)(4).

Event description:
The patient has two scs systems. This report is in reference to the lead for the thoracic scs system. It was reported the patient received inadequate pain relief. In turn, the patient's doctor plans to perform x-rays and surgical intervention.

Event description:
Follow-up revealed the patient's scs system was explanted.